Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of an f-38 alarm was confirmed during the sample evaluation. The cause of the reported problem was definitively identified as a defective channel 1 force sensor resistor (fsr). To resolve the reported problem the channel 1 fsrs were replaced.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. The event was reported to have occurred before use. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.